Manufacturer narrative:
Device analysis: prod analysis could not verify the difficulty stated in the complaint inflation failed due to the condition of the returned device. The returned device came back to us in two pieces. The shaft was separated 1 cm distal of the monorail wireport. Microscopic examination of the material surrounding the shaft separation found the shaft was cleanly cut and there was no sign of elongation or necking. The exact cause of the shaft damage could not be determined. The mfg records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause for this complaint will be considered undeterminable since we were unable to test the inflation of the returned unit due to the separated shaft.

Event description:
This complaint is now reportable based on add'l info rec'd 14 may 08. It was reported that during a percutaneous coronary angioplasty and stenting treatment procedure, the balloon catheter failed to inflate. The target lesion was in the left anterior descending artery (lad). The pt had an unk type stent implanted in an unspecified location proximal to the target lesion. A 2.5 x 15 mm maverick2 mr balloon catheter had been selected and advanced to treat the target lesion. The physician had difficulty advancing the device in his attempts to cross the target lesion. The physician then attempted to inflate the 2.5 x 15 mm maverick2, but the device failed to inflate. The device was exchanged for another 2.5 x 15 mm maverick2 balloon catheter and the lesion was successfully predilated. The physician attempted to advance a 3.0 x 16 mm liberte bare metal stent (bms) to the target lesion but the physician felt the 3.0 x 16 mm liberte bms was sticking to the wire and did not fully cross the lesion. The 3.0 x 16 mm liberte bms was able to be separated from the guidewire by unspecified means. The procedure was completed with a 3.0 x 16 mm non-bsc bms. There were not pt complications reported with the pt's current condition listed as "ok". However, the returned prod revealed a shaft fracture.